Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained with brachial approach. The 90% stenosed target lesion was located in the moderately tortuous and non-calcified external iliac artery. After stent placement, the stent edge was expanded using a 4mm x 20mm x 144cm coyote¿ es balloon catheter. However, during the first inflation at 8 atmospheres for 60 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with a sterling balloon catheter. No patient complications nor injuries were reported.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, and conclusion codes updated. Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The balloon was loosely folded. There are numerous shaft kinks. The tip is damaged. Microscopic examination revealed that the balloon has a 24mm longitudinal tear at the proximal balloon cone. There is no indication the device was inflated over the rated burst pressure. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained with brachial approach. The 90% stenosed target lesion was located in the moderately tortuous and non-calcified external iliac artery. After stent placement, the stent edge was expanded using a 4mm x 20mm x 144cm coyote¿ es balloon catheter. However, during the first inflation at 8 atmospheres for 60 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with a sterling balloon catheter. No patient complications nor injuries were reported.